Event description:
Customer reported experiencing erratic blood glucose results (116,110,171,41,12,102,92, & 108 mg/dl). Customer had been going to the doctor. Customer stated at doctor, readings were lower than normal and doctor increased insulin. Customer stated feeling more groggy and dizzy. Customer claimed has not been getting normal readings since changing device strip type. A request was made for return product and replacement product was sent.